Event description:
It was reported to boston scientific corp that a navigator ureteral access sheath set was used during an ureteroscopy procedure on (B) (6), 2009. According to the complainant, they placed the sheath inside the ureter of the pt. On the body of the access sheath, the covering tore away from the core of the sheath. They removed the device from the pt, nothing was left behind. They used another navigator ureteral access sheath and completed the case. The pt's condition was reported as "no pt complications".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant info, a supplemental MFR's report will be filed. (B) (4).